Event description:
Pt reported, the self-adhesive on the infusion set disconnected when it became wet. Pt stated, the infusion set caused inflammation; had to go to the hospital for 19 days. Pt reported, the inflammation required dissection of the skin. Pt stated, he was hospitalized because of the elevated blood glucose level, which was caused by the problem. No blood glucose readings were provided. Pt's normal blood glucose level was not provided. No further info is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The reference samples were analyzed against the customer's allegation. The complaint describing an insufficient sticking of the self-adhesive cannot be verified, the head set meets product specifications. Skin swelling or inflammation cannot be attributed to the product because there is no indication that it was not sterile. The reference samples were visually inspected and tested for needle, flow and leak. All test results were within specifications. Sterilization batch for lot # 7490287 was verified and was within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.